Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant failed due to peri-implantitis. The doctor confirms that the dental surgical procedure was not concluded with another implant and that the patient did not suffer any kind of impact with his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem' d7: explant date unknown g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h10: additional narrative. After additional information was received on apr 19, 2022, it was determined that the explant date is unknown. As a result, the prior submission for MFR- 0001038806-2021-02162 field d7 was incorrect and it has been updated to unknown on this submission.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Correction has been made for he event date, upon additional information it has been updated to unknown.